Event description:
The guidewire was unable to pass down the lumen of the left ventricular (lv) lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).